Event description:
It was reported that an external dialyzer blood leak occurred approximately one hour and thirty minutes after the start of a patient¿s hemodialysis (hd) treatment. The attending nurse noticed a pool of blood on the floor. The blood leak appeared to originate from the arterial base of the dialyzer (between the cylindrical portion and the flat surface where the seal is located). No machine alarm occurred. Observable damage was noted on the dialyzer; a photo was provided as evidence. During the priming phase, there was no leakage observed on the floor. The patient¿s blood was not returned. Total blood loss was estimated to be 320cc to 340cc. The extracorporeal circuit had to be discarded, resulting in blood loss of approximately 300cc, and approximately 20 to 40cc of blood leaked onto the floor. The physician had to be contacted, and intravenous antibiotics were administered post-dialysis, along with follow-up blood tests at the subsequent dialysis session. It was confirmed that the antibiotics were administered as a prophylactic measure. There were no reports of a serious patient injury or any adverse effects. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The sample was not available to be sent back for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, two photos were provided for review. The first photo shows one end of the dialyzer connected to a machine and bloodlines. There was blood collected on the rim of the header cap and some blood could be seen on the clinic floor, underneath the dialyzer. The second photo shows the label from the reported lot and catalog number, connected to the machine and bloodlines. Blood collected on the rim of the header cap is indicative of an external blood leak. However, a specific cause of the leak was not visible in the photos. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one non-conformance (nc) in the production of the lot which was unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed based on the provided photos. However, the cause cannot be determined as the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an external dialyzer blood leak occurred approximately one hour and thirty minutes after the start of a patient¿s hemodialysis (hd) treatment. The attending nurse noticed a pool of blood on the floor. The blood leak appeared to originate from the arterial base of the dialyzer (between the cylindrical portion and the flat surface where the seal is located). No machine alarm occurred. Observable damage was noted on the dialyzer; a photo was provided as evidence. During the priming phase, there was no leakage observed on the floor. The patient¿s blood was not returned. Total blood loss was estimated to be 320cc to 340cc. The extracorporeal circuit had to be discarded, resulting in blood loss of approximately 300cc, and approximately 20 to 40cc of blood leaked onto the floor. The physician had to be contacted, and intravenous antibiotics were administered post-dialysis, along with follow-up blood tests at the subsequent dialysis session. It was confirmed that the antibiotics were administered as a prophylactic measure. There were no reports of a serious patient injury or any adverse effects. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The sample was not available to be sent back for manufacturer evaluation.